Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation motor error. The device was in use on a pt and there was no pt harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The hospital biomedical engineer reported he was unable to duplicate the reported problem. As the device is out of warranty the hosp biomed engineer contacted MFR's product support engineer (pse) and reported was advised to perform an internal inspection to include the exhalation valve, exhalation motor controller, main pcb board and all connections between them. The pse suggested the biomedical engineer complete a successful performance verification test before placing the device back into service.